Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the an occlusion alarm and resume pump alarm occurred. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.